Event description:
IV technician noticed that flange end of the plunger was crushed and partially melted. The overwrap enclosure was also crushed and torn open. It appears that this happened in the process used to close and seal the syringe-protecting enclosure ("overwrap"). (Product is still in overwrap.)